Event description:
User received erroneous ck results for one pt sample. The sample was collected in a green top plasma sample tube which was spun for six minutes. The sample was repeated on another c6000 at customer site. Initial ck gave 1 u per l; repeat gave 63 u per l. The pt was redrawn the same day and that sample was tested on the other c6000 giving ck of 53 u per l. User said the physician's assistant questioned the initial result reported and did not act on the result. Pt was not adversely affected. The field service rep determined the sample probe was misadjusted and aligned sample probe to center of cuvette. Instrument testing, calibration, controls and precision checks were performed to verify analyzer performance and were within specification.